Manufacturer narrative:
Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "embedment, difficult retrieval, tilt". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Product catalog and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient prophylactically received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2006 via the right jugular. Patient alleges embedment, "tulip filter tilted against ivc wall". Retrieval attempts were reportedly performed on (B)(6) 2006 respectively, but were unsuccessful. Hospital and medical records have been requested but not yet provided.